Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced a chronic at the abutment site. The device was explanted on (B)(6) 2020 under a general anaesthetic and was treated with oral antibiotics.